Event description:
Per the clinic, the patient experienced poor performance and has stopped benefitting from the device since 2025 (specific date not reported) due to migration of electrode array (specific date not reported). The patient also experienced an extrusion of electrode array through the external auditory canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.